Event description:
Nerve encroachment. Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, pain, increased sensitivity, inflammation.